Event description:
It was reported that pt felt a surging "zinging" sensation that was not painful. She felt the "zinging" sensation when her husband used the paper shredder or the electric can opener. The pt indicated that she is highly sensitive to emi. The pt noted that the device did help with pain a lot though.

Manufacturer narrative:
(B) (4).